Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water in the arctic sun device could not cooled down. Then it kept power tripping and restarted by itself when they did the functional test. Per follow up information received via email on 11jan2024, updated entry description (see attachment). Unit will be sent to dymax USA for evaluation.

Event description:
It was reported that the water in the arctic sun device could not cooled down. Then it kept power tripping and restarted by itself when they did the functional test. Per follow up information received via email on 11jan2024, unit will be sent to dymax USA for evaluation.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty chiller pump. The device was evaluated and the reported issue was confirmed as it was noted that the unit was unable to cool during testing and tripped the power and would restart due to a faulty chiller pump. Replaced the chiller pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.